Manufacturer narrative:
Attachment medwatch report #mw5184896. The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. It is possible that a build-up of procedural contaminants (blood, contrast) on the guide wire and/or inadvertent interaction with other devices contributed to the reported difficult to advance, the reported failure to advance and the reported difficult to remove; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Medwatch report #mw5184896. It was reported resistance occurred. Upon completion of arthrectomy, the physician was rexing the device out. There was a loss of rotation and inability to advance the non-(B)(6) scientific wire or remove device. Wire and device pulled out as a unit, and a new wire was opened to re-cross treated area to proceed with intervention. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).